Manufacturer narrative:
(B)(4). The insulin pump was received with a blank flashing display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was received with a cracked case (battery tube).

Event description:
Information received by medtronic indicated that customer was in water and insulin pump clip rails had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.